Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced an unspecified bacteria in the pd effluent. The cause of the event was not reported. On an unreported date, the patient was hospitalized for observation for the event. It was reported the patient did not receive any treatment for the event. At the time of this report, the patient remained hospitalized and was not recovered from the event. Action taken with pd therapy was not reported. No additional information is available.